Event description:
It was reported that (1) lcsc5 was used during a laparoscopic splenectomy procedure. It was reported by the affiliate that after five minutes intraoperative the lcsc5 gave a long beep. The or nurse used the probe for the second time and cleaned the shear, but it did not work anymore. The surgeon pulled another lcsc5 to end the procedure. There was no adverse pt outcome.